Event description:
It was reported that, during a rotator cuff procedure, the healicoil anchor broke. The anchor's broken end was removed using tweezers and surgery was completed with a back-up device instead. The back-up device was used in the originally drilled bone hole, there was no void left in the patient. There was a surgical delay of less than 30 minutes, and no further complications were reported. Patient status is fine.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the proximal anchor on the insertion device. The anchor is missing multiple threads. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion can cause failure of the implant or insertion device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor and distal plug were not returned. The proximal anchor is fractured and was returned on the device. The insertion device has no visible defects. Based on the condition of the product material found during visual inspection, additional material testing is not required. An evaluation of the image provided by the customer found the proximal anchor on the insertion device. The anchor is missing multiple threads. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff procedure, the healicoil anchor broke. The anchor's broken end was removed using tweezers, and surgery was completed using a back-up device instead. The back-up device was used in the originally drilled bone hole and no void was left in the patient. There was a surgical delay of less than 30 minutes and no further complications were reported.